Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. It was also reported that the wake button does is unresponsive. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent. Customer¿s blood glucose was 150 - 250 mg/dl.